Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was discarded and not returned; a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient underwent a gastroscopy which revealed an ulcer of the bulbous duodenal, axial hiatal hernia and hyper mated mucosa at the end of the inserted internal tubing. A biopsy confirmed the presence of helicobacter pylori. The gastroenterologist decided to remove the internal tubing and the patient was prescribed unspecified antibiotic treatment, esomeprazole, vitamin b12, folic acid, vitamin b1, and pentoxifylline.